Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the target vein had a difficult anatomy. The guidewire had perforated the vein. The patient experienced hemodynamic instability. The physician used a catheter to place the lead and stabilized the patient. The device was explanted.